Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The sc1-cap and reservoir locked properly into reservoir compartment during testing. Pump passed functional testing including displacement test, rewind test and self-test. Pump communicated properly with test guardian link (3) transmitter. No bluetooth communication anomaly noted. Successfully downloaded history files and traces using thump software. The pump was received with minor scratches on lcd window, cracked retainer and scratched case. In summary, customer alleged no com pump to xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the transmitter and the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reports being unable to pair transmitter with pump. Troubleshooting was not performed. Customer mentioned pump and transmitter would not pair after troubleshooting. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device was returned.